Event description:
Pt is diabetic for 43 yrs. Pt is experienced in performing in-home blood sugar testing. Dr switched pt to a comfort curve test strips in end of 1998. Pt found this brand to be unreliabable resulting in several insulin overdoses. The complainant had no problem controlling their diabetes with the older versions of test strips. The complainant over the next several months performed comparison testing between their old advantage. Test strips and the new comfort curve test strips. They found the comfort curve test strips to be unreliable. Pt has complained to med clinic, and filed a complaint to FDA through the device experience network (#1017499) without satisfactory responses.